Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 250mg/dl. Advised to discontinue use of the insulin pump. Customer declined troubleshooting, because she is going to use another insulin pump that she has. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.